Event description:
Patient implanted with lcp plate and screw construct in (B)(6) 2010 for treatment of left distal femur fracture. Patient complained of pain and returned to operating room on (B)(6) 2012 for removal of hardware. Patient was not revised with any additional parts. This is the 9th of 18 reports submitted on this event.

Manufacturer narrative:
The screw construct consisted of 7.3 mm cannulated screws, 4.5 mm cortex screws and 5.0 mm locking screws. There were a total of 17 screws implanted. The quantity of each type of screw is unknown. Approximate weight reported as (B)(6). Approximate implant date reported as (B)(6) 2010. Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.